Event description:
Tech alleged that the foot end left brake caster would not engage. No pt impact.

Manufacturer narrative:
The tech found that the brake rod had moved and this was caused by a broken screw in the brake rod. The tech replaced the brake rod and sims screw to resolve the issue.